Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check , the cs100 intra-aortic balloon pump (iabp) unit has display flickering issues. There was no patient involvement reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
It was reported that during routine check the cs100 intra-aortic balloon pump (iabp) had a issue of flickering display. There was no patient involvement. A getinge field service engineer(fse) checked the machine and found issue with display to video receiver cable. Replaced. The same with new one. Checked functionally found ok. Handed over the machine in good working condition.

Event description:
N/a.